Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between october 25, 2024 ¿ october 28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid in the bladder was observed which suggests possible no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped infusing during infusion. The expected therapy time was 46 hours. The device contained cytotoxic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.